Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure (batch no. A73746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("bladder/urinary problems: vaginal infection"), migraine ("migraine"), alopecia ("hair loss"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headache"), iron deficiency anaemia ("blood or heart disorder/condition type: anemia, iron deficiency anemia") and fatigue ("fatigue") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal infection, alopecia, headache, fatigue and uterine leiomyoma outcome was unknown and the abdominal pain, menorrhagia, migraine, genital haemorrhage, vaginal haemorrhage and iron deficiency anaemia had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 (summons) and (B)(6)2013 (pfs) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received lot number was added. Events "abnormal bleeding (general), abnormal bleeding (vaginal), headaches, blood or heart disorder/condition type: anemia , fatigue, uterine fibroid" were added. Reporter information, lab data and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure (batch no. A73746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("bladder/urinary problems: vaginal infection"), migraine ("migraine"), alopecia ("hair loss"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headache"), iron deficiency anaemia ("blood or heart disorder/condition type: anemia, iron deficiency anemia") and fatigue ("fatigue") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal infection, alopecia, headache, fatigue and uterine leiomyoma outcome was unknown and the abdominal pain, menorrhagia, migraine, genital haemorrhage, vaginal haemorrhage and iron deficiency anaemia had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 (summons) and (B)(6) 2013 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: total bilateral occlusion. Lot number:a73746 manufacture date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("bladder/urinary problems: vaginal infection"), migraine ("migraine") and alopecia ("hair loss"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, menorrhagia, migraine, pelvic pain and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 (summons) and (B)(6) 2013 (pfs). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: incident category updated. Previously reported event injury to herself replaced by new events pain- pelvic/abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), bladder/urinary problems: vaginal infection, migrainea and hair loss. Reporter information, insertion and removal dates updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.